Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer. While onsite, the user facility declined inspection of their unit stating that the sterilizer was operational with no issues noted. As the equipment could not be inspected, an exact root cause of the reported event could not be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A steris service technician is working with the user facility to schedule a time to inspect the unit subject of the reported event. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility contacted steris requesting functional testing of their amsco c sterilizer following a report of a patient infection.